Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Refer to the results of the imaging evaluation.

Event description:
It was reported that on (B)(6) 2014 the patient was implanted with conformable gore® tag® thoracic endoprosthesis to treat a type b dissection of the thoracic aorta. The patient was admitted to hospital in emergency due to back pain and lower limb ischemia. An emergency procedure was performed due to the ruptured aorta. The procedure was done successfully and the patient was transferred to the immediate care unit (ICU). There was no unintentional coverage of the subclavian artery as initially reported. The conformable gore® tag® thoracic endoprosthesis was implanted in the straight segment of descending aorta. During the use of the gore® dryseal sheath the external iliace artery was dissected. During the procedure the physician repaired the vessel with a vascular graft. Three hours later, after the procedure the patient suffered on ventricular fibrillation with an acute unexplained origin hyperkalemia. A cardiac massage was done over 15 minutes. Afterwards the patient was hemodynamic stable but with an absence of reawakening and major electro cardiac gram anomalies. A therapeutic abstention has been decided with the patient family. The patient died. The patient had a history of cerebrovascular accident (cva), hypertension, chronic obstructive pulmonary disease (copd), smoker and an asa IV status. The patient was included in the (B)(4) registry and in the great registry.